Manufacturer narrative:
Section a2, a4 and a5: patient identifiers were not collected or recorded and therefore are not available. Section d4 - . Section d6a - . Section d6b - . Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number of the device was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that on (B)(6) 2026, a surgeon requested the transfer of his surgical parameters from one hospital to another via a distributor specialist. The specialist transferred incorrect parameters, which resulted in a complication of posterior capsule rupture (pcr) during the operation. As a result, the surgeon implanted a three-piece intraocular lens (iol). Through follow-up we learned that issue was due to the machine settings done by the distributor representative. No correlations between intraocular lenses and issue observed. No medical or surgical interventions was performed. No further patient information was provided.